Event description:
It was reported by an attorney that the patient underwent gynecological procedures on (B)(6) 2005 and (B)(6) 2009 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that the patient underwent bso, abdominal wall exploration with excision of mesh, anterior vaginal wall exploration with removal of mesh and cystoscopy to ensure bladder and ureteral integrity on (B)(6) 2013. It was reported that the patient underwent a transvaginal excision of mesh on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 4/15/2016, it was reported that patient underwent removal of exposed vaginal mesh due to exposed vaginal mesh on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to urinary stress incontinence, second degree cystourethrocele. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.